Event description:
The device was placed into a pt with a broken hip, who had developed major dvt. The pt's right iliac vein was full of clot and could not be accessed. The left iliac vein, extremely tortuous, was accessed and the filter system was advanced. Upon advancement, the sheath kinked. The physician pulled back on the sheath and uncovered the filter. He then readvanced the sheath and this caused the filter to "mushroom". The filter was readvanced and deployed. However, it was found to be perforating the vena cava wall. One-half of the filter, "mushroom" was outside ivc and the filter feet were within the vena cava. There was no extravasation around the filter. The following day, a decision was made to place another tulip filter via the ij approach above this filter.